Manufacturer narrative:
Date sent: 04/27/2009. Results = empty, indicator wheel failure. Eval summary: the analysis results found that it was received empty and locked out; the orange indicator was noted to be beyond its intended position. The device was disassembled and no clips were found. Although the event could not be confirmed, a corrective action has been initiated to address the root cause of the opening issues. We have documented the circumstances, as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on tissue and had to be cut off. A new device was used to complete the procedure. There was no pt consequence.